Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient's serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision updated to not reportable. No additional supplementals required.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient undergoing an inpatient trial receiving bupivacaine at an unknown concentration and dose via a catheter. The indication for use was noted as non-malignant pain. It was reported the patient experienced urinary retention during the inpatient trial. The patient reported being unable to void on (B)(6) 2015. The clinical diagnosis was intrathecal medication side effects. The interventions taken included a medical or non-surgical therapy of straight catheter and urecholine administration on (B)(6) 2015. The outcome was noted as resolved without sequelae on (B)(6) 2016. The etiology was noted as related to the device or therapy, not related to the implant procedure, and related to the drug with the drug action that caused the event noted as trial initiation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.